Event description:
It was reported that during use of the sphere 360 catheter in a pulsed field ablation procedure, the physician had to apply extra force to maneuver the guidewire. The procedure continued, and pulsed field ablation deliveries displayed no error except for one application that showed a ¿hardware fault¿ error and stopped within the first second. At the end of the procedure when the catheter was removed, charring was observed on the catheter tip/nose at the lumen where the guidewire passes, and the catheter lumen was partially occluded by charred material. The charred material was reported to be firmly adhered to the catheter tip and not likely to be released. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.